Event description:
Patient with history of morbid obesity with laparoscopic band procedure three or four years ago. Patient lost about 150 pounds. Patient developed severe upper abdominal pain, which brought her to the hospital for a workup. The patient required multiple exams, which included two esophagogastroduodenoscopy procedures. During the second procedure, a retroflexed view of the gastric cardia showed the eroded band visible in the gastric cardia mucosa. The mucosal perforation was noted with the band covering the opening. Twelve days later, the patient underwent laparoscopic surgery for removal of the adjustable gastric band and suture repair of the stomach. Per nursing notes, patient discharged in stable condition.